Event description:
On 30-sep-2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia resulting in evaluation in the emergency department. The user received treatment and was released the same day. The user recovered and no long-term health effects were reported.

Manufacturer narrative:
The user experienced hyperglycemia requiring emergency medical evaluation while using the ilet. This situation can require medical intervention and is consistent with the reported emergency department visit. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hyperglycemia on the reported event date. Available information indicates the user was not following the correct supply change steps, which resulted in insulin leaking from the cartridge, and excessive cgm signal loss further limited correction insulin dosing. Based on available information, the event was attributed to use-related supply change technique and cgm communication issues, and no ilet malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.